Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that their teeth are loose because of the byte aligners. Requested diagnostic findings from dentist for ceasing treatment and mobility issue.